Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during the procedure after the leads were secured down and tunneled, a connectivity and impedance test was run. Connection check showed an x on 3. Impedance check on 3 showed it was open and out of range with 40,000 ohms. Multiple checks showed the same result. The hcp removed the leads from the battery, wiped them down, and reinserted. Checks were redone with the same results. The hcp did this again and tightened. Same results with the rechecked tests. Because contact 3 was not planned to be used for programming, the hcp opted to leave as it and hopes that it may resolve since the contact will not be used in programming. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.